Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead having unspecified helix rotation issues. The lead was not used and replaced. The patient condition was unknown.